Manufacturer narrative:
At the completion of the investigation, the reported type iiib endoleak complaint is confirmed from e clinical documentation. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient expired 10/12/2016 from urosepsis and shock. The clinical assessment determined that there was evidence to reasonable suggest an inability to cannulate the contralateral limb during the initial evar procedure necessitated a left to right fem-fem bypass. The type iiib endoleak of the main body was present at the conclusion of the initial evar procedure. The patient expired on 10/12/2016 from a persistent urinary tract infection with resultant sepsis. The patient death was determined to be unrelated to the device, procedure or use environment. These events were discovered on (B)(6) 2018 during a review of the clinical database. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Elgx was made aware on of a patient that was initially implanted on (B)(6) 2016, per the physician's operative note, there was no evidence of endoleak at the end of the procedure. At the 30 day cta, it was found that the patient had a small amount of endoleak, possibly type iii, along the graft just above the iliac bifurcation. The patient continues to be monitored, no additional patient sequelae has been reported.